Event description:
The customer reported intermittently the system failed to produce fluoroscopic x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The table gain amplifier sensor was readjusted and an interface circuit board was replaced. The system was then found to be operating as intended.